Event description:
It was reported that the l3-009 is coming op on the lcd screen. The st holster has been evaluated to determine that the cables are plugged into correct port. The system is not moving past the error code occurring during the initialization. Possible green cable damage. The customer had to reschedule the patient.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green and blue cables to be replaced. The device was functionally tested, met all product requirements and returned to the customer.